Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device recycled power while attempting to charge the capacitor and when powered back on displayed a power interrupted all settings have been set to factory default values message. There was no patient involvement.